Manufacturer narrative:
(B)(4). The cse inspected the device and replaced the gui central processing unit (cpu) printed circuit board (pcb) and the backlight inverter pcb. The device passed extended self-test (est), short self-test (sst), and the performance verification test (pvt).

Event description:
Covidien received information that an 840 ventilator graphical user interface (gui) display was erratic. The device was not being used on a patient when event occurred.